Manufacturer narrative:
It is believed that the fracture of this ics device was caused by a loss of hermetic seal. This is concluded from the rga results and the intrusion of the dye penetrant into the ics inner cavity, due to a fine leak failure in the feedthru assembly. Moisture admitted into this device through this leak resulted in the corrosion of the resistive material and the shift in resistance value of a resistor. This ultimately cause the device to cease functioning. This older device configuration is not currently manufactured. Advanced bionics will continue to monitor for failure of this type. If mfg resumes at a future date. Advanced bionics will determine if any additional actions are required. This is the final report.

Event description:
The pt reportedly experienced a decrease in performance. The pt was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.